Manufacturer narrative:
Device code a0501 captures the reportable event of core wire broken. The returned amplatz super stiff was analyzed. Upon visual assessment, it was observed that the coil wire was unraveled, and the core wire was detached at 2.5 cm from distal tip section to the transition point. In addition, the detached fragment was broken on the distal tip ball-weld. Based on the condition of the returned device, engineers determined that problems were traced to manufacturing process. Boston scientific has determined the most probable cause of this complaint is manufacturing deficiency. An investigation to address this problem is in progress.

Event description:
Note: this report pertains to the two of two amplatz super stiff used during the same procedure. It was reported to boston scientific corporation that an amplatz super stiff was used during a ureteroscopy with laser lithotripsy procedure on (B)(6) 2023. During the procedure, it was noted that the guidewire unraveled. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the coil wire was unraveled, and the core wire was detached at distal tip section.